Manufacturer narrative:
Patient (B)(6). Section a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased hemoglobin results generated on the alinity hq analyzer for 1 sample. The following data was provided: (B)(6) 2020, (B)(6) initial result = 7.64 g/dl, repeat = 16.4 g/dl no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the initial and final emdr was created and submitted in error. Suspect medical device 09p68-01 alinity hq analyzer is not distributed in the united states per form div06886. Please disregard.